Event description:
Customer reported damage to pump housing and usb port, specifically the usb port/pins, which affected the ability to charge the pump. There was no adverse impact on the customer's blood glucose level. As a resolution, technical support decided to replace the pump, confirmed that the pump was under warranty, and instructed the customer to use an alternate insulin delivery method, mdi, to avoid interruption. The customer was also guided on putting the pump into storage mode before returning it with a pre-paid label within 10 days.